Event description:
It was reported to the manufacturer by the end user, per the end user, "according to the caregiver, patient has dementia nonverbal and she thinks he slid out of bed in the middle of the night. Found him in the morning on his knees on the floor. She says the issue is the bed frame from (B)(4). It doesnt have rails at the foot of the bed and she believes while shifting in bed his legs start to slide to one side of the bed and begins slowly sliding out. He is a large man so whenever this happens she calls the emt's to assist her in getting him back in bed." The patient did not sustain any injuries. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.